Manufacturer narrative:
Investigation summary: with the available information bsc concluded that a dead laser power supply (lps) and restricted water flow in the resonator was the most probable causes for the error codes that led to the procedure being aborted/cancelled. The reason for the device displays 200 (laser power supply) and 300 (master control board) error messages were most likely due to an electrical overstress. The reported event is confirmed. The greenlight laser console has 2 power supplies. A low power (lvsp) power supply used to power the control circuits, and the lps, which is used to power the laser generating circuits. During analysis of the lps, it did not function during functional testing. It would not turn on. In addition, the resonator was found to have restricted water flow. This would cause the resonator to overheat. The combination of both, the lps and resonator triggered the error codes. Device history review: the device history record (DHR) was performed and confirmed that the greenlight xps laser system devices met all material, assembly and performance specifications. In addition, a device service history review was performed and confirmed that the greenlight xps laser system was last serviced on 15sep2020. The greenlight xps laser system was fully functional with no issues. Device technical analysis: this console was not returned for analysis to our post market quality assurance laboratory. However, the laser power supply (lps) and resonator were returned. Visual external inspection confirmed that the lps is enclosed in a metal enclosure with no opening to inspect the inside of the unit. The external visual inspection found the lps in overall good physical condition. No physical damage was observed that could have contributed to the reported event. During functional testing, the lps would not turn on. In addition, analysis of returned resonator found restricted waterflow through the diode. The flow measured 1.35 liters per minutes (lpm), passing is 2.1 lm. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per xps greenlight operator manual operators manual. Investigation conclusion: a probable conclusion code of cause traced to component failure was assigned to this investigation. The dead lps and restricted water flow in the resonator was the most probable causes for the reported error codes.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the console was turned on and error codes 211, 235, 302.13 and 201.11 appeared. The procedure was not completed due to this event. There were no clinical consequences to the patient. This event is being reported for procedure/post sedation and where the procedure was cancelled.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the console was turned on and error codes 211, 235, 302.13 and 201.11 appeared. The procedure was not completed due to this event. There were no clinical consequences to the patient. This event is being reported for procedure/post sedation and where the procedure was cancelled.